Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to hear the low glucose alarm from the adc freestyle libre 2 sensor. The customer experienced loss of consciousness and had contact with a healthcare provider who administered glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that they were unable to hear the low glucose alarm from the adc freestyle libre 2 sensor. The customer experienced loss of consciousness and had contact with a healthcare provider who administered glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh003g5mg8 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was activated with a retained reader and a linearity test was performed. A high & low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.